Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, ventricular connection issues were incurred. Reportedly, the lead could not be secured and there was no clicking of the screwdriver when tightening the set-screw.